Manufacturer narrative:
A steris service technician arrived onsite to inspect the table and found that the solenoid was not operating properly. The solenoid controls the locking mechanism for the leg spar. As this was not operating properly, there was a delay in locking the leg spar into position which likely contributed to the reported event. The table was installed in 2014 and is not under steris service agreement; the user facility is responsible for all maintenance activities. The technician made the necessary repairs, tested the table, confirmed it to be operating according to specification, and returned it to service. No additional issues have been reported.

Event description:
The user facility reported that during a patient procedure the leg spar to their ot 1100 surgical table was drifting. The procedure was completed successfully. No report of injury or procedure delay.